Event description:
It was reported that the patient was hospitalized for a high watt alarm and the ventricular assist device (vad) exhibited an increase in flow. It was noted that the vad power consumption was within normal range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hw34653 was not returned for evaluation. Review of the controller log files revealed a sustained increase in power consumption and estimated flow starting on (B)(6) 2020. A slight, gradual decrease in power consumption and estimated flow was then recorded starting (B)(6) 2020; however, parameters were within normal operating range. One (1) high watt alarm was logged on (B)(6) 2020 and 170 low flow alarms were logged since (B)(6) 2020. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or incorrect setting of the alarm threshold. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited multiple low flow alarms and the low flow limit was adjusted. Of note, the patient was discharged.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional product malfunction exhibited - h6 eval code conclusion (fdc): corrected to include code d12 - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the controller log files revealed a sustained increase in power consumption and estimated flow starting on 08-apr-2020. A slight, gradual decrease in power consumption and estimated flow was then recorded starting 26-apr-2020; however, parameters were within normal operating range. One (1) high watt alarm was logged on 22-apr-2020 and 170 low flow alarms were logged since 27-apr-2020. As a result, the reported high power and low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or incorrect setting of the alarm threshold. Possible clinical factors that may have contributed to this event I nclude the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.